Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 99% stenosed lesion in the right coronary artery. Predilatation was performed; however, the target lesion was not expanded well. A non-abbott nc balloon was used and inflated to 22 atmospheres. An attempt was then made to deliver the 3.5x23 mm xience v; however, resistance was felt during advancement because the lesion was tight, which caused the stent implant to dislodge inside the patient. The dislodged stent implant was retrieved with the goose-neck snare. A new 3.5x23 mm xience v was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, which is consistent with advancement into the body. There was no contrast visible. The tip length met manufacturing criteria. There were crimp marks between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. There were multiple bends and kinks in the shaft. In this case, there was no note of any damage observed to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. The lesion was described as tight, moderately tortuous, moderately calcified, and 99% stenosed, which most likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. The shaft kinks and bends most likely occurred during the procedural attempt to advance/cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors that can contribute to stent dislodgement include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. In summary, based on the reported information and this investigation, the reported difficulties and subsequent patient effects appear to be related to interactions with the patients lesion/anatomy. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. All sds are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release.